Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the collar wash vacuum valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported observing fluid under reagent probe b while troubleshooting triglyceride (tg) quality control high absorbance error on their unicel dxc 600i synchron clinical chemistry system. The fluid was contained to the instrument. The operator wore gloves, eyewear and lab coat while investigating the leak. No erroneous results were generated. The customer indicated only quality control (qc) was run at the time of the event. All qc passed except tg.